Event description:
It was reported that the physician "previously" tried to do a dye study but could not get any fluid back. Patient had reportedly experienced pain at the device pocket. As of the date of this report, the physician opened up the pocket, tried to aspirate again, and got fluid back. It was also noted a dye study was completed at the same time, during which "everything seemed to be intact." The physician "thought maybe the catheter got kinked up in the pocket, causing no flow, because it looked that way when he opened it up;" he replaced the connector portion of the catheter, after which it was noted there was "less resistance with injecting dye." Drug delivered via the device was infumorph. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model 8709, serial# (B)(4), implanted: (B)(6) 2006, explanted: unk; catheter: model 8578, serial# (B)(4), implanted: 2012, explanted: unk. (B)(4).